Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and back pain ("back pain"). The patient was treated with surgery (removal of essure.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, psychological trauma, vaginal infection and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain and received treatment for bladder/urinary problems. Records in atty possession- implant, confirm. Test. Essure removal discrepancy noted:- essure removal mentioned yes however pfs states that essure removal not planned as patient is unable to afford surgery. Discrepancy noted in essure insertion date:- (B)(6) 2011 & (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. New reporter added. Patient demographic added. Category of case changed to incident. Event injury is replaced by pelvic pain. New event abdominal pain, general, abnormal bleeding, psych injury, back pain and vaginal infection were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (removal of essure.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal infection, back pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, anxiety, migraine and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain and received treatment for bladder/urinary problems. Records in atty possession- implant, confirm. Test. Essure removal discrepancy noted:- essure removal mentioned yes however pfs states that essure removal not planned as patient is unable to afford surgery. Discrepancy noted in essure insertion date:- (B)(6) 2011 & (B)(6) 2012 insertion details- right side-3coils, left side were 7 coils. Lot number: 898927, manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (removal of essure.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal infection, back pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, anxiety, migraine and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain and received treatment for bladder/urinary problems. Records in atty possession- implant, confirm. Test. Essure removal discrepancy noted:- essure removal mentioned yes however pfs states that essure removal not planned as patient is unable to afford surgery. Discrepancy noted in essure insertion date:- (B)(6) 2011 & (B)(6) 2012. Insertion details- right side-3coils, left side were 7 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: reporters were added. Lot number was added. Patients demographic was added. New events- abnormal bleeding (vaginal, menorrhagia), uti, lower abdominal pain, mental anguish, migraines / headaches, device monitoring procedure not performed were added & one event was updated from psyche injury to depression. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.